Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the anchor of the healicoil anchor broke. Surgery was completed without delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and a partial anchor were returned with debris on them. The distal end of the anchor is fractured away. Based on the condition of the product material found during visual inspection, additional material testing is not required. The healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.